Event description:
Pt undergoing total hip arthroplasty, femoral stem insertion instrument broke during impaction and removal instrument also broke off inside fragment. Stem component was extracted using an alternate instrument, and another implant of the same size to complete the procedure.